Manufacturer narrative:
Upon further investigation, the following has been reported that the device touchscreen malfunction was discovered during testing, set up with no delay in therapy. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit's touchscreen does not respond to touch and can't set alarms. Although requested, it is currently unknown if the unit was in use on a patient at the time of the reported event. However, no patient harm or injury was reported. The bench technician contacted customer to confirm the issue. The bench technician replaced touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.